Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was seeing an error code on his insr and it had been there a week. Patient did not remember what code it was. Patient stated he pushed the speaker button and it let him charge. He charged his ins on monday. This morning he used his pp and pp showed por. Patient cleared por on his own. Pss had patient use the pp and patient confirmed por was no longer there. Patient stated he had no emi and ins was not low. Pss had patient use the insr on the call. Patient reports he sees eri. Pss reviewed how to clear it. Patient mentioned he spoke with a rep this morning but he did not tell her about eri. Rep told them it may need to be replaced. Additional information was received from a manufacturer¿s representative (rep). The rep reported that they were scheduled to see the patient at the va on (B)(6) 2020 to evaluate his issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the por/ eri was not determined. Rep stated when they met the patient their ins was charged and working. The ins was approximately 8.5 years old and the hcp decided to replace ins as it was 6-7 months before needing it replacement anyway. Replacement was done on (B)(6) 2020. Patient reported good coverage after replacement on (B)(6) 2020.

Event description:
Additional information was received from the patient. It was reported that the battery was getting ready to stop. Steps taken to resolve the issue included charging the battery and control. The device quit having the feeling of socking after it was turned off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.